Event description:
It was reported that insulin leaked from the reservoir into the insulin pump. The blood glucose reading was 537 mg/dl, which was treated with a bolus. She stated that the reservoir compartment smelled strongly of insulin due to a reservoir leak. Upon troubleshoot, the insulin pump passed the self test. The customer called back after having received the tubing clamp to perform the high pressure test. She advised that she did not physically see insulin in the device and was not completely sure that the reservoir leaked. No cracks or splits were found on the reservoir barrel, and no missing components were observed. The customer did not return the reservoir as advised because it was found that the insulin pump was not leaking. She was advised to monitor the device. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-60961.